Event description:
It was reported that the saw blade packaging was "compromised, no longer sterile." The device was never used.

Manufacturer narrative:
Originally when the complaint was reported to stryker sustainability solutions (sss), the user facility could not find the devices to return to sss so it was determined not to file an MDR due to not having enough information to suggest the event was reportable, no history of injury from a similar event, and because the devices were not used so there was no risk of an adverse event. However, on february 6, 2012 the facility returned 4 complaint devices to sss for an evaluation. The devices were received in sealed packaging. A visual inspection of the returned packages observed visual breaches in both the device inner and outer packages. The location of the breach was observed to correspond with the distal end of the blade. Since appropriate controls are in place to ensure devices are in acceptable condition prior to release from our facility, and the packaging system for saw blades has been validated to withstand the rigors of the distribution, storage, and handling processes in accordance with iso 11607, it is likely that the packaging breaches occurred after the devices left our facility. Potential causes of the observed breaches were determined to be damage during shipping and/or storage of the devices after final product release. The device history record for the returned device indicates that the complaint device passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.